Manufacturer narrative:
No products are expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow up, this cardiac resynchronization therapy defibrillator (crt-d) displayed a warning message to check the right ventricular (rv) lead. It was discovered that the pacing impedance measurements were above 2,500 ohms and there were episodes recorded due to noise being oversensing and resulted in the delivery of inappropriate anti-tachycardia pacing (atp). The rv lead had fractured. A revision was performed and the rv lead was surgically abandoned and successfully replaced. The crt-d was also replaced. No additional adverse patient effects were reported.